Event description:
Information received indicates the casters roll slightly when in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters and the roller guide bearing to repair the bed.